Manufacturer narrative:
The pump was returned to animas for review. Upon initial evaluation, the pump functioned as intended and in accordance with all specifications. Further evaluation identified a loose circuit board component which may have caused an intermittent condition resulting in the pump rebooting.

Event description:
The pt reported that the pump was rebooting.